Manufacturer narrative:
Measure: this issue only impacts this specific device.analyze: procedure ID (B)(6) was reviewed and the suction ring is well centered and locked to the arm appropriately. There is no indication the laser caused this event. Scheimpflug images show a unique pattern to the crystalline lens which could have contributed to this event.no additional follow up required.

Event description:
P1008 - n/a issue: on 11/06/2023, (al22008-c21u) reported to cas that dr. Experienced a radial tear on procedure ID (B)(6).